Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011; inratio meter 1 = 3.2; inratio meter 2 = 3.6; reference = 2.5; mean = 3.10; confidence limits = 1.8 - 4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Inratio precision data provided by end-user lot: date: (B)(6) 2011; 1st inr = 3.2; 2nd inr = 3.6; mean = 3.40; sd = 0.28; %cv = 8.32. Since %cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Customer alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 3.2, 3.6; lab: 2.5. Pt's therapeutic range: 2.0-3.0.